Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm during self-test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they run a self test and it stated it had a pump error and battery failed and they did not have insulin they just changed everything. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test and it did not passed. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. Failed battery test not confirmed. Pump error 63 alarmed during self test and confirmed in device history with variable (03) due to broken trace at u1 keypad assembly (pin 6).